Event description:
The customer contacted stryker to report that their device powered off by itself twice during a patient event. In this state, defibrillation therapy may be delayed or prevented from being delivered to the patient if needed. This issue is patient related; however, there was no adverse patient outcome reported.

Manufacturer narrative:
Stryker contacted the customer to request additional information on the patient. The customer informed stryker that no further patient information is available. Patient fields in which information is not provided were intentionally left blank. Stryker continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Manufacturer narrative:
Stryker evaluated the customer's device and was unable to duplicate the reported issue. After observing proper device operation through functional and performance testing, the device was returned to the customer for use. The customer advised that they believe that the batteries were poorly fitted by user. The customer was informed on how to ensure batteries are fully installed and to ensure all batteries are charged to an acceptable level. Stryker downloaded and reviewed the electronic records from the device and was able to confirm the reported issue. However, the cause of the reported issue could not be determined.

Event description:
The customer contacted stryker to report that their device powered off by itself twice during a patient event. In this state, defibrillation therapy may be delayed or prevented from being delivered to the patient if needed. This issue is patient related; however, there was no adverse patient outcome reported.